Manufacturer narrative:
The device listed in this report is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. There is no indication of any device malfunction or performance issues, the reported event could be contributed to the patients pre-implant condition and comorbidities. Most likely root cause of this death is patient condition. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): serious and life threatening adverse events, including death, have been associated with use of this device. All vad patients face risks.

Event description:
It was reported that the patient went into right heart failure and was switched from left ventricular assist device (lvad) support to extracorpeal membrane oxygenation (ECMO) followed by attempted paracorporeal ventricular assist device (pvad). The patient subsequently died. This "very sick" patient with non-ischemic cardiomyopathy, heart failure and "end organ dysfunction" underwent surgery for placement of the left ventricular assist device (lvad) along with placement of a competitor's right ventricular assist device (rvad). However, it was also reported that due to her very stiff ventricles they were unable to put a device in the right therefore the lvad pump was used as a conduit for extracorpeal membrane oxygenation (ECMO). Full flow was through the ECMO circuit which resulted in lvad low flow alarms. Because the patient's bsa was low (1.2) an attempt was made to place a paracorporeal ventricular assist device (pvad); however, the patient died.